Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer was receiving a minimum insulin alert during the load process with multiple cartridges. The customer claimed to have filled the cartridge with 225 units of insulin. However, during troubleshooting, tandem tech support found that the customer had mistakenly been filling the cartridge with only 50 units, customer was assisted with filling another cartridge and was able to complete the load process and resume insulin delivery. There was no reported impact to the customer's blood glucose level.